Event description:
Patient reported that their blood glucose levels were running around 133 mg/dl before they went to bed (and after they changed their insulin cartridge and infusion set). When they awoke in the morning, their blood glucose was 401 mg/dl. Patient feels that they were not getting enough insulin. After patient switched to their back-up device, their blood glucose came down. Patient self-treated high blood glucose by delivering a bolus.